Manufacturer narrative:
Multiple screws were implanted and removed. It is not known which screw was too long. Two screws with this lot number (303800) were removed. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: warning - correct selection of the implant is extremely important. Possible adverse effect - pain, discomfort, or abnormal sensation due to the presence of the device. The user facility is outside of the united states. No medwatch report was received. (B)(4).

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2003. Subsequently, the patient began to experience pain due to a screw that was too long. A revision procedure was performed on (B)(6) 2010 and all components were removed and replaced. No further information has been provided to date.